Event description:
It was reported that an endovascular stent graft could not be deployed once the delivery system was successfully advanced to the treatment site. The system was removed from the pt without incident. No report of injury to the pt. Eval of the returned sample demonstrated a tip detachment.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.